Manufacturer narrative:
The instrument tip cover accessory was returned and evaluated. Per the reported complaint, engineering observed multiple signs of arcing and mechanical tearing. The plastic sleeve has charring and a .020 inch hole at the silicone sleeve interface. It appears that the hole is a result of arcing, as localized melting of silicone is exhibited. In addition, there is a .040 inch long mechanical tear adjacent to this hole. There is a slight separation of silicone adjacent to the hole, making the area more susceptible to arcing. Also observed, is a section of silicone with 3-4 holes ranging in size from .005 inch to .015 inch that are all connected by a common t-shaped mechanical tear. There is one single .020 inch hole located .215 inch above the sleeve with clear evidence of silicone melting and no adjacent tearing. The various holes and tears would suggest multiple arcing events occurred, with tearing likely preceding the arcing. Tearing of silicone, possibly from contact with other instruments or with the tip of the cannula may have created a path for arcing.

Event description:
It was reported that during nucleation of the myoma during a da vinci myomectomy procedure, small tears were noticed in the monopolar curved scissors instrument tip cover accessory. The tip cover and had been in use for approximately 2 hrs when the tears were observed. The tip cover was removed and replaced and the planned surgical procedure was successfully completed without significant delay. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00465.